Manufacturer narrative:
(B)(4). The involved product remains implanted. Concomitant medical products: item name: vngd cr tib brg 10x71/75; ref: 183440; lot: 989180; item name: vanguard cr interlok fem - lt 70; ref: 183032; lot: j3823466. (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028.

Event description:
It was reported that patient underwent initial knee arthroplasty on (B)(6) 2016. Subsequently, patient had complication of unexplained swelling possibly due to cellulitis to cut on lower shin.